Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a printer issue. The technical support specialist stated that errors cause by inconsistencies between server/station database, after dr recovery and upgrade station errors no longer occur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system, unable to remove medications affecting patient. The customer stated that the nurse logs in and selects "my patients" then get error, " one or more errors occurred" this is affecting many nurses on all four do6 pyxis, so they cannot get medications causing a delay. There were no adverse events or injuries reported based on this event.